Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023 that the 1.0 drill bit of compac hand system broke in the procedure performed without affecting the patient, nor delays in the surgical procedure. This report is for one (1) drill bit ø1 l46/34 2flute this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product codes: gff, hwe, hsz d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Part: 513.005 lot: f-30973 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 14 sep 2020 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that drill bit ø1 l46/34 2flute, cannot be seen clearly from the distal tip due to poor quality photo, hence complaint condition is not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for drill bit ø1 l46/34 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: g1 (manufacturing site name) corrected: e4 h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the drill bit ø1 l46/34 2flute was found broken from the fluted tip. The broken fragment was not returned for examination and the fracture surface was examined, and no damage related to material issues were observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post-manufacturing damage, a functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drill bit ø1 l46/34 2flute would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:513.005 lot: f-30973 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:14 sep 2020 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.